Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that there was a 5 cm inaccuracy while using the navigation pointer and the non-invasive patient reference. The reference frame was at the beginning of the ear, over the bone. The navigation turned inaccurate after 45 minutes of surgery. It was suspected that the cause was due to the glue of the patient reference frame failing. The reference frame got detached. The use of navigation was aborted. The location of the tumor was already reached so the procedure was able to be continued. There was no delay to the procedure and no impact to the patient. It was noted that this was the patient's second tumor resection. Additional information was received. It was reported that this was a revision procedure as the full extension of the tumor was not taken out during the first procedure. The original surgery was performed by a different institution so there was no information available on the context of that surgery. This was the reason a second surgery was needed.

Event description:
Additional information was received. See h10.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.